Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that shaft detachment occurred. The 70% stenosed target lesion was located in the severely tortuous common carotid artery. An 8mm carotid wallstent&#10263;as initially selected for use; however, before the procedure, it was found under 3d - digital subtraction angiography (dsa) that the lesion was over 8mm. So a 10.0-31 carotid wallstent was advanced through an 8 fr. (Inner lumen: 0.078 inch) non-bsc guide catheter to treat the lesion. However, during advancement, significant resistance was met. Despite the resistance, the device was continued to be delivered to the lesion. After the device was delivered to the lesion, the physician pulled the device to decide the position, but the stent which was not deployed yet got detached. A surgical procedure was performed, and the remained part of the detached stent was removed. Three days post-procedure, no patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. An examination of the returned device found a break in the shaft. The break was located on the distal outer 180mm from the middle outer bond. An examination of the break site found that the shaft was stretched at the site of the break. The distal outer was kinked 55mm distal from middle outer bond. The proximal outer was also kinked 680mm distal from strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. The distal end of the device was not returned for analysis. However, photograph displaying the distal end of the device were received. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 70% stenosed target lesion was located in the severely tortuous common carotid artery. An 8mm carotid wallstent¿ was initially selected for use; however, before the procedure, it was found under 3d - digital subtraction angiography (dsa) that the lesion was over 8mm. So a 10.0-31 carotid wallstent¿ was advanced through an 8 fr. (Inner lumen: 0.078inch) non-bsc guide catheter to treat the lesion. However, during advancement, significant resistance was met. Despite the resistance, the device was continued to be delivered to the lesion. After the device was delivered to the lesion, the physician pulled the device to decide the position, but the stent which was not deployed yet got detached. A surgical procedure was performed, and the remained part of the detached stent was removed. Three days post-procedure, no patient complications were reported and the patient's status was stable.